Event description:
Journal article received: intertrochanteric fractures: comparison between two different locking nails, international orthopaedics (sicot) (2012) 36:2545¿2551 reported: a study that compared 46 tgn (stryker howmedica) and 51 proximal femoral nail antirotation (pfna) (synthes) used in the treatment of intertrochanteric fractures between 2006 and 2007. The mean age of the pfna group was 81.7. It was reported that in seven of the pfna cases, valgus malalignments occurred. No further information is available. A copy of the literature article is being submitted with this medwatch. This is report 1 of 4 for complaint (B)(4). This report is for the unknown blade.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.